Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of the farawave catheter into the sheath, the hemostatic valve started leaking and air ingress was noticed. The sheath was immediately replaced, and the procedure was completed successfully. No abnormalities were noted during preparation of the sheath and there was no damage to the luer. The sheath was connected to a gravity fluid line, the leak was a constant drip. No patient complications were reported. No air was noted in the patient. The device is expected to return for laboratory analysis.